Event description:
It was reported that high impedance triggered a lead integrity alert. A fracture was suspected. During the revision procedure, noise was initially noted and the physician was able to tighten the setscrew. The lead was disconnected, tested with the analyzer, and was determined to be fine. The physician felt that the lead had not been fully inserted nor tightened during the initial implant. Thelead and the device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that high impedance triggered a lead integrity alert. A fracture was suspected. During the revision procedure, noise was initially noted and the physician was able to tighten the setscrew. The lead was disconnected, tested with the analyzer, and was determined to be fine. The physician felt that the lead had not been fully inserted nor tightened during the initial implant. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received and analyzed. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. The weekly pace lead trend data shows an abrupt increase for maximum ventricular pace bipolar impedance was 589 to 4047 ohms peak between (B)(6) 2012. It was also noted that a lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).